Event description:
It was observed during the device inspection, that the coating on the bronchovideoscope insertion tube was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, physical stress was applied to the insern section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.